Event description:
It was reported that a 23mm navitor valve was implanted on (B)(6) 2022 at an implant depth of 4mm. There was calcification extending beneath aortic annular plane in the interventricular septum and the patient's baseline rhythm was 80beat/min. On an unknown date a pacemaker was implanted. Reportedly, the patient has a small anatomy and there was not much distance to membranous septum. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of a pacemaker implant sometime after implant of a navitor valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.